Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. As received the charger would not recognize a battery. The charger was indicating that a battery was charging even when a battery was not present. The cause of charger's inability to recognize a battery was isolated to shorted u13 (8-bit cmos flash micro-controller), u14 (high side current sense amp), and q1 (current controlling transistor) on the bedside board, and shorted puns on the battery board. Contamination was found on the battery board, which caused the shorted pins. The shorted bedside board components were likely caused by the shorted pins on the battery board. The root cause of the contamination was unable to be positively identified but is likely due to ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The last pt to use this device did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) was always indicating that a battery was charging. The last pt to use this charger/modem did not report any deficiencies.